Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced. The patient tolerated the procedure well with no complications and was in stable condition post-procedure.

Manufacturer narrative:
The reported event of sensing noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion breaching the right ventricular cable lumen under the right ventricular shock coil. The etfe cable coating was not abraded in this location. Further analysis found an abrasion to the one ring electrode conductor cable in one location underneath the right ventricular shock coil. The ring electrode cable lumen and inner coil lumen were not abraded in this location.

Event description:
New information received indicated that via remote transmission episodes of non-sustained right ventricular oversensing (nsrvo) were observed. It appears to be another occurrence of right ventricular (rv) lead noise. The clinician plan to evaluate the lead during the patient's follow-up visit.

Event description:
It was reported episodes of non-sustained rv oversensing were seen on the right ventricular (rv) lead. Further review indicated that noise was being oversensed on the ventricular channel. The patient was asymptomatic and will be monitored.